Event description:
It was reported that, surgeon asked for a 19mm 0 degree smart toe. I got the implanted out of the freezer and opened the implant box for the circulating nurse. The product information paper inside the box and the implant container was covered with multiple 'black spots/splotches.' I agreed with the surgeon that we should not use this implant and I opened a different implant of the same size. The affected implant never was fully opened, never made it to the sterile field or never made it to the patient.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.